Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported that the display of his pump is damaged. Some pixels of the display appear "burnt." No adverse event alleged. A request was made for the return of the device, replacement sent.